Manufacturer narrative:
Inspected one opened and used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened and used. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got filament in the sensor was missing. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was not performed. The product will return for the analysis.